Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles/gaps in the infusion set tubing. The user's blood glucose level was 233 mg/dl. The contact would prime the tubing to remove air bubbles.